Event description:
The nurse reports the flexi-seal fms was in place approximately six days when it expelled naturally' three times on (B)(6) 2015 and was reinserted into the patient after each incident. The nurse states on (B)(6) 2015 the device expelled naturally again, however when attempting to deflate the retention balloon there was resistance in the inflation valve. The nurse reports the device was not reinserted into the patient as the device was discontinued.

Manufacturer narrative:
Add'l info was received on 06/30/2015. Third party MFR reviewed the routers for lot # 13vm505509 and no discrepancies or deviations were noted. The retain samples were inspected and found to be functional and non-defective. After a thorough batch record review, no discrepancies or non-conformances were discovered. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/16/2015.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.